Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported that the patient had sclerotic pedicles and was very lordotic. It was explained that the inserters kept skipping during screw insertion, making it difficult to drive the screws. Both of the inserters were visually and functionally inspected. The triangular shaped tooth on both of the inserters' locking buttons were worn, which would have made it easier for the inner shafts to skip under higher torques due to the increased load on the locking buttons. Therefore, this incident was most likely caused by the increased insertion torque. The teeth on the locking buttons may have also been worn prior to the case, thereby making it easier for the inner shafts to skip. This incident was replicated through benchtop testing. Sample tab screws, with the subject inserters attached, were clamped into a vise to simulate the torsional resistance supplied by the patient's sclerotic pedicles. The inner shafts were then torqued. The inner shafts eventually skipped, causing the outer shafts to unthread from the tabs, thereby loosening the hold on the screws. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the surgery time was extended by 25% due to difficulty with inserter slippage when inserting the screw into sclerotic bone.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which the surgery time was extended by 25% due to difficulty with driver slippage when driving the screw into sclerotic bone.